Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.

Event description:
The physician reports that a patient underwent surgery three months ago with implantation of the crystalens hd in the right eye. Postoperatively, the patient presented with diplopia, ghosting, and astigmatism. The patient has preexisting refractive surgery (rk), dry eye syndrome, and myopia. The patient's pre- and postoperative bcva and mrse were not provided to assess severity. The patient's physician told her the ghosting was related to the suture, but worsened after undergoing yag capsulotomy for treatment of pco. The relationship between the patient's complaints and the crystalens is unknown. The patient has not granted permission for b and l to speak with her ophthalmologist, therefore, we are unable to obtain objective evidence or root cause.